Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned to one piece. Visual examination of the lead found the lead body insulation was perforated/damaged and x-ray examination found the inner coil was offset at the s-curve region consistent with procedural damage. The cause of reported event is consistent with procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead had an insulation damage. The lead was not used and replaced during procedure. There were no patient consequences.